Manufacturer narrative:
The comp rep replaced the drive manifold assembly (part number: 0104-00-0018). Full functional and safety checks were performed. The iabp met the factory specifications and the unit was returned to the customer. (B)(4).

Event description:
During the svc performed by the customer, "auto fill failure" with tail code 90 was reported. No pt was involved.